Event description:
It was reported that the customer had high blood glucose. Customer stated spent 3 days in intensive care unit due to high blood glucose. Troubleshooting was done. Customer's blood glucose at that time was 189 mg/dl. Reviewed history with customer stated there was urgent care visit and blood glucose was 600 plus mg/dl. Customer declined to continue the troubleshooting. Advised customer to change infusion set every 2-3 days. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.